Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they have a crack on their insulin pump. Customer states that the insulin pump is damaged. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window. No missing pieces were noted from the battery tube threads or reservoir tube lip.